Event description:
It was reported that the handpiece ran without user activation during a routine equipment eval at the user facility. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, corrosion was discovered on the motor and rotor assemblies. Corrosion on such components can contribute to an intermittent electrical connection, which can result in the device unintentionally activating.